Event description:
An attempt was made to advance a 2.25 mm diameter x 30 mm length endeavor resolute rapid exchange stent into the patient. It was reported that the physician found it difficult to advance the stent. The stent was withdrawn and upon inspection, it was found to have some raised struts. Another stent (also resolute) was inserted and worked properly. No additional clinical sequelae were reported. Please note that this device eres22530x is distributed outside the united states; however, it is similar to the united states distributed product en22530ux.

Manufacturer narrative:
(B)(4). Results: (other) based on limited information available, no root cause for this complaint can be determined; failure to deliver and stent deformation.